Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided.a nurse provided customer with an insulin pen to address bg. Support was provided by technical support in loading a new cartridge using the proper technique, after which the customer resumed insulin therapy successfully, resolving the issue.